Event description:
It was reported that while in the operating room, the intra-aortic balloon (iab) was prepped, however, the iab membrane unwrapped prematurely and was unable to be passed through the sheath. As a result, the iab was not used. There were no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if add'l info becomes available.